Manufacturer narrative:
Date of even is estimated.

Event description:
It was reported that the patient experienced pain at the ipg implant site after weight loss, as a result surgery took place to explant the ipg in (B)(6) 2020. Additionally, the patient had their lead explanted in (B)(6) 2025.